Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have experienced red, itchy skin near the outer edges all around the appliance. The rash is not solid, but in patches near outer edges. The end user also has small tender reddened area about a quarter inch from base of stoma. The end user is using a barrier wipe. No lot number available for wafer or barrier wipe. The end user sought medical advise and will try an ostomy powder with barrier wipes. The end user was also advised to see a home healthcare provider to determine if the rash is due to a fungal issue. The end users subsequent outcome was not reported.